Manufacturer narrative:
(B)(4). The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2000ml eva total parenteral nutrition bags were leaking from the port where it is attached to the bag. The leak was discovered before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One device was returned and an evaluation is complete. Visual inspection was performed and noted no abnormalities were noted that could have caused or contributed to the reported problem. Functional leak testing was performed by filling the bag with water and a leak was noted at the administration port. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be inadequate or lack of cyclohexanone that was applied to the cap when it was inserted to the spike port tubing during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.